Event description:
It was reported that a physician attempted arteriotomy closure of the moderately calcified right common femoral artery using a proglide device after an angiogram of the left lower limb. Reportedly, the foot was unable to retract upon pushing the lever to its original position. The physician attempted to reactivate the lever prior to removing the proglide from the groin. An angiogram was also taken the day prior to the procedure and plaque was noted; however, the physician indicated that the foot of the device was stuck, but not because of the plaque deposits. A cut down procedure was performed to remove the proglide and the artery was sutured. There were no adverse patient sequelae. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: sterling and evercross. Guide wire: j curved. Sheath: 6f. Heparin. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that the device was partially deployed with both cuffs capturing the needles. During testing the foot was deployed and retracted by opening and closing the lever. Inspection of the returned device indicated that the needle follower was broken and both needles were bent at the proximal end. The observed damage is consistent with forcibly closing the lever to retract the foot prior to removing the plunger to retrieve the suture, resulting in an inability to retract the foot. This is incorrect deployment sequence per the proglide instructions for use (IFU). The reported moderate calcification in the right common femoral artery and history of prior arteriotomy in the target groin the day prior to this procedure could have contributed to the failure to retract the foot. Tissue caught underneath the foot could interfere with the lever closure and foot retraction; however, this could not be confirmed. The proglide instructions for use (IFU) states: the safety and effectiveness of the perclose proglide devices have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. Based on the manufacturing inspection criteria, reported information and analysis of the returned device, the probable cause for the reported failure to retract the foot and detected broken follower and bent needles is incorrect deployment technique. No manufacturing or quality deficiency was detected. During manufacturing, the foot is deployed and retracted twice to verify needle trajectory. Review of the finished device history records did not reveal any nonconforming material records associated with this lot. A query of the complaint handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency.